Event description:
Accuracy; suspected faulty swan ganz catheter. Before use, swan ganz catheter was prepared. Balloon integrity was good and the lines were flushed successfully. However the "the pa catheter check includes raising it up to see a rise in pressure. There was a problem with the pa lumen, we couldn't get sensible readings despite changing transducer and subsequently leads." A new swan ganz catheter was used and this immediately solved problem.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Indentation was visible around the circumference on the catheter body at 86 centimeter area, where the returned non-edwards contamination shield was attached. Pressure monitoring device not returned.